Manufacturer narrative:
H3: updated h6: updated medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Upon receipt at medtronic's quality laboratory, visual evaluation of the valve revealed that it was discolored showing evidence of blood contact. Both valve leaflets appear to have been broken with excessive force per the event. Four leaflet remnants were received with the valve for analysis. Several needle holes were observed along the sewing ring. Both leaflets appear to have been damaged and/or removed. Leaflets were not intact. The leaflet remnants were reconfigured showing the remnants are from both leaflets. Both hinge mechanisms were intact with no evidence of stress or damage. Radiography shows no mineralization on the existing leaflets, valve housing and sewing ring. Radiography shows no fractures on the orifices and hinge mechanisms. Updated h6: fdm code updated conclusion: the investigation is in progress. A supplemental report will be submitted after completion of the investigation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant of this 16mm aortic mechanical valve, a leaflet broke while the valve was attached to the holder. It was noted that the patients annulus was small and the valve was forcefully pushed in. The 16mm aortic mechanical valve was explanted and replaced with a 16mm valve of the same model. It was noted that no residual parts of the valve are in the patient. No additional adverse patient effects were reported.